Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose. The customer's blood glucose reading was 400 mg/dl to 40 mg/dl. The customer also stated that no delivery alarm, scratches on insulin pump screen, chipped reservoir. Trouble shoot for low and high blood glucose was not performed. The insulin pump will not be returned for analysis.